Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019. At the time or surgery, the patient's ipg was inoperable. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's system stops delivering therapy. Reportedly, therapy stops after a few hours and the patient's ipg was be recharged to start therapy again. As a result, surgical intervention is expected to resolve the issue.